Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 442 mg/dl. The customer was treated for the high blood glucose with their insulin pump and syringes. The customer needed assistance with programing their basal settings. The customer was advised to contact their health care provider to retrieve their basal settings and to call back to have assistance programing those settings in their device. The customer did not return the product back for analysis.